Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the surgeon was operating today with the 5mm babcock (5bb). He used the 5bb to retract and position the stomach during the procedure. He and the nurse assistant were using the 5bb to torque and rachet the stomach to operate effectively. After opening the pt due to inability to gain clear opening retro-esophagical to conclude the famous wrap, the stomach was discovered to have a hole from the torque of the 5mm babcock. The nurse made comment that they had really torqued the stomach excessively with the babcock. The surgeon completed the wrap and stitched up the hole in stomach with silk suture. The pt had a secondary, convert to open, tear in stomach discovered after pt already converted to open. Also they changed the procedure.